Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) low blood glucose [hypoglycaemia]. Patient switched the pens and taken novorapid instead of tresiba [wrong product administered]. Patient has switched the pens and taken novorapid instead of tresiba [device use confusion]. Case description: this serious spontaneous case from denmark was reported by a other health care professional as "low blood glucose(hypoglycaemia)" with an unspecified onset date, "patient switched the pens and taken novorapid instead of tresiba(wrong drug administered)" with an unspecified onset date, "patient has switched the pens and taken novorapid instead of tresiba(device use confusion)" with an unspecified onset date, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unk) from unknown start date for "product used for unknown indication", , tresiba penfill (insulin degludec) solution for injection, 100 iu/ml (dose, frequency & route used - unk) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. On an unspecified date, the patient has experienced problems with switched long acting and fast acting pens, which has resulted in admission to hospital. Patient was using a grey novopen6 with tresiba u100 penfill and a blue novopen6 with novorapid penfill. Patient injected 106 units of novorapid in the morning. Immediately the patient discovers that patient has switched the pens and taken novorapid instead of tresiba. Patient gets low blood glucose. Patient drank juice and contacts hcp. As patient was not able to drink enough juice to get an increase in blood glucose level the patient was admitted to hospital for a couple of hours. The patient receives glucose intravenous. Patient was discharged from hospital the same day in the afternoon. Patient's blood glucose was between 3.5-12.1 mol/l. Batch numbers of suspect were requested. Action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "low blood glucose(hypoglycaemia)" was unknown. The outcome for the event "patient switched the pens and taken novorapid instead of tresiba(wrong drug administered)" was not reported. The outcome for the event "patient has switched the pens and taken novorapid instead of tresiba(device use confusion)" was not reported. Investigational results, name: novopen 6 (grey) batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen 6 (blue) batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill 100 e/ml 5x3 ml batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Preliminary manufacturer's comment: 19-oct-2022: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No conclusion is reached. Relevant information on patient demographics, vision status, training by health care professional and technical complaint or malfunction with novopen 6 is unavailable for complete assessment. Evaluation summary: name: novopen 6 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Additional dosage regimens: suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date #1 novorapid penfill regimen # 2 106 units in the morning. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: this serious spontaneous case from denmark was reported by a other health care professional as "low blood glucose(hypoglycaemia)" beginning on (B)(6) 2022, "patient switched the pens and taken novorapid instead of tresiba(wrong drug administered)" with an unspecified onset date, "patient has switched the pens and taken novorapid instead of tresiba(device use confusion)" with an unspecified onset date, and concerned a 69 years old patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes", , novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes", novorapid penfill (insulin aspart) (dose, frequency & route used- 20.00 iu, bid, subcutaneous) from 15-feb-2022 for "type 2 diabetes", tresiba penfill (insulin degludec) (dose, frequency & route used- 106 iu, qd ) from 15-feb-2022 for "type 2 diabetes". Patient's height: 177 cm patient's weight: 100.2 kg patient's bmi: 31.98314660. Dosage regimens: novorapid penfill: (B)(6) 2022 to not reported, not reported to not reported; tresiba penfill: (B)(6) 2022 to not reported; current condition: type 2-diabetes(since 2002), stomach acid in the esophagus, prevention of blood clots, hypertension, hypercholesterolemia, erectile dysfunction, a bit neuropathy(type 2-diabetes), microalbuminuria. Concomitant products included - pantoprazole, metformin, acetylsalicylic acid, bendroza(bendroflumethiazide, potassium chloride (B)(6) 2021 to ongoing), hypoloc(nebivolol hydrochloride), carvedilol, amlodipine, losarstad comp(hydrochlorothiazide, losartan potassium (B)(6) 2012 to ongoing), crestor(rosuvastatin calcium), caverject dual(alprostadil), cialis(tadalafil) on an unknown date , the patient has experienced problems with switched long acting and fast acting pens. On (B)(6) 2022 the patient experienced low blood glucose level which has resulted in admission to hospital. Patient was using a grey novopen6 with tresiba u100 penfill and a blue novopen6 with novorapid penfill. Patient injected 106 units of novorapid in the morning. Immediately the patient discovers that patient has switched the pens and taken novorapid instead of tresiba. Patient gets low blood glucose. Patient drank juice and contacts hcp. As patient was not able to drink enough juice to get an increase in blood glucose level the patient was admitted to hospital for a couple of hours. The patient receives glucose intravenous. Patient was discharged from hospital the same day in the afternoon. Patient's blood glucose was between 3.5-12.1 mol/l. It was reported that patient was in a trial and therefore wearing a dexlon g6 cgm. The patient could follow the blood glucose values all the time, which fluctuated between approx. 4 and 13 mmol/l. It was reported that patient does not find it relevant to hand in the pens for investigation as nothing was wrong with the pens used. According to hcp an alternative aetiology for device confusion could be due to that the pens look incredibly identical except for the colours. Patient recently switched from another product (within last 3 months) and this the first time that the patient is treated for this indication. Batch numbers: novopen 6 was requested novorapid penfill: kr73j41, tresiba penfill: ls6cw31 action taken to novorapid penfill was reported as no change. Action taken to tresiba penfill was reported as no change. On 22-feb-2022 the outcome for the event "low blood glucose(hypoglycaemia)" was recovered. The outcome for the event "patient switched the pens and taken novorapid instead of tresiba(wrong drug administered)" was not reported. The outcome for the event "patient has switched the pens and taken novorapid instead of tresiba(device use confusion)" was not reported. Since last submission case has been updated with following classification of nonvalid and other reportable day 6 removed suspected reason for medication error was updated. Causality updated lab data updated action taken updated suspect novorapid, tresiba batch number, start date and dosage updated ae onset, stop date and outcome updated de/re challange updated concomitant medication updated medical history updated patient details updated narrative updated accordingly final manufacturer's comment: on (B)(6) 2022: patient by error, administered novorapid instead of tresiba and experienced hypoglycaemia. Patient got confused between two pens as they were looking identical except for the colour. The suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. However, upon follow up with reporter, hcp confirmed that there is nothing wrong with the pens used. They are functioning as intended. Since we had submitted last report as reportable incident final, we are submitting a down grade report (non-reportable final incident) as the device is normal. The reported hypoglycaemia could be attributed to incorrect product handling. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Reporter comment: batch numbers for novopen 6 grey: aabdtq (not validated), novopen 6 blue: aa13fqs (non validated) according to hcp an alternative aetiology for device confusion could be due to that the pens look incredibly identical except for the colours. Patient recently switched from another product (within last 3 months) and this the first time that the patient is treated for this indication.

Event description:
Case description: investigational results: novopen® 6 grey, batch number: aabdtq(invalid) no conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination. Novopen® 6 blue, batch number: aa13fqs(invalid) conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination. Since last submission, this case has been updated with the following on 17-apr-2023, it was identified that "is non reportable?" Kept as yes incorrectly, hence an amendment was performed. Since last submission, the following information has been amended: "is non reportable?" Updated from yes to no.//ngg 26-apr-2023, final report (CAPA-no).//nkqp batch number confirmed to be invalid narrative updated accordingly. Company comment final manufacturer's comment: 19-apr-2023: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. Upon follow up with reporter, hcp confirmed that there is nothing wrong with the pens used. They are functioning as intended. From the complaint description, it is evident that due to product appearance confusion, patient administered novorapid instead of tresiba and experienced severe hypoglycaemia. Patient got confused between two pens as they were looking identical except for the colour. Hence the user error caused by a mismatch might have resulted in serious hypoglycaemia and case has been assessed as final reportable and submitting the mir form. H3 continued: evaluation summary novopen® 6 blue, batch number: aa13fqs no conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination.

Event description:
Case description: investigational results, novorapid penfill 100 e/ml 5x3 ml - batch kr73j41. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Name: tresiba penfill, batch number: ls6cw31 the product was not returned for examination. If possible, please forward the reported product(s) for further investigations since last submission case has been updated with following: investigational result updated for novorapid and tresiba. Narrative updated accordingly. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: on (B)(6) 2022 the patient experienced low blood glucose(blood glucose) level which has resulted in admission to hospital. Patient was using a grey novopen6 with tresiba u100 penfill and a blue novopen6 with novorapid penfill. Patient injected 106 units of novorapid in the morning. Immediately the patient discovers that patient has switched the pens and taken novorapid instead of tresiba. Patient gets low blood glucose(blood glucose). Patient drank juice and contacts hcp. As patient was not able to drink enough juice to get an increase in blood glucose(blood glucose) level the patient was admitted to hospital for a couple of hours. The patient receives glucose intravenous. Patient was discharged from hospital the same day in the afternoon. Patient's blood glucose(blood glucose) was between 3.5-12.1 mol/l. It was reported that patient was in a trial and therefore wearing a dexlon g6 cgm. The patient could follow the blood glucose(blood glucose) values all the time, which fluctuated between approx. 4 and 13 mmol/l. Batch numbers: novopen 6: aabdtq. Novopen 6: aa13fqs. Novorapid penfill: kr73j41, kr73j41. Tresiba penfill: ls6cw31. Investigational results, name: novopen 6 grey, batch number: aabdtq no conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. Name: novopen 6 blue, batch number: aa13fqs no conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. Novorapid penfill 100 e/ml 5x3 ml, batch number: kr73j41 the product was not returned for examination. Name: tresiba® penfill®, batch number: ls6cw31 the product was not returned for examination. On (B)(6) 2023 an amendment was performed as a part of deviations dv0132155. Since last submission, the following information has been amended: the suspect product novopen 6 grey and novopen 6 blue batch / lot number was updated on (B)(6) 2023, since last submission, the case has been updated with the following investigation result added imdrf code added relevant fields updated in EU/ca tab batch/lot information updated narrative updated accordingly company comment: final manufacturer's comment: 29-aug-2023: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Upon follow up with reporter, hcp confirmed that there is nothing wrong with the pens used. They are functioning as intended. From the complaint description, it is evident that due to product appearance confusion, patient administered novorapid instead of tresiba and experienced severe hypoglycaemia. Patient got confused between two pens as they were looking identical except for the colour. Hence the user error caused by a mismatch might have resulted in serious hypoglycaemia and case has been assessed as final reportable. Evaluation summary: name: novopen 6 blue, batch number: aa13fqs. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination.